Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a rapidcross during treatment of the patient's popliteal artery. It was discovered post procedure that the device was expired when used. The device was used 2 days post expiry. There was no difficulty removing device, no unusual resistance noted when the protective sheath was removed, no abnormalities noted during the prep, no abnormalities noted during device inspection, no resistance with ancillary device during delivery, no resistance during passing the lesion site. No patient injury reported for this event.